Event description:
The customer reported being hospitalized twice for high blood glucose, diabetes ketoacidosis, and ketones. The blood glucose reading was 650mg/dl. The blood glucose was treated with insulin drip and manual injections. The customer stated that the first hospitalization occurred in may. Troubleshooting was performed. The alarm history revealed several alarms. The basals and boluses were reviewed for the last three days and they matched to the daily totals for each day. However, a high pressure test was performed twice and failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.